Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was advanced and the proximal end of the component was deployed by turning and pulling the white outer deployment knob. The contralateral gate was cannulated and the contralateral leg component was advanced and deployed. The contralateral leg component was extended with iliac extender component. An angiogram was performed to confirm infrarenal location of the proximal end of the device. As the position was acceptable, the proximal end was fully released. Retrograde angiography was performed to confirm the location distally at the right hypogastric artery. The physician then loosened the gray deployment knob to deploy the ipsolateral leg and the line was pulled. The physician noted a little resistance, however, the line could be pulled, but the ipsilateral leg did not deploy. The line was pulled out of the delivery catheter but the ipsilateral leg remained constrained on the delivery catheter. To verify that all the lines were pulled, the deployment line access hatch was opened, but there were no lines visible. The physician believes the deployment line broke on the trunk-ipsilateral leg component near the contralateral leg gate. The physician attempted a cross-over cannulation from the left hand side to access the ipsilateral side and to balloon the ipsilateral limb from the proximal side. This was not successful. The physician attempted to retract the delivery catheter, but it was apparent that the delivery catheter was still attached to the trunk-ipsilateral leg component. Brachial access from the left hand side was then obtained, and the physician was able to cannulate the inner lumen of the ipsilateral leg of the main boy with a 0.018" guidewire. A 4 mm pta-balloon was introduced to open the limb from the proximal end; however, this was not successful. The physician now attempted to pull back the delivery catheter into the 18 fr sheath that was advanced proximally over the constrained ipsilateral leg. The device was pulled against the sheath. By pulling and pushing with much force the delivery catheter moved down to the level where the ipsilateral leg was constrained. Again over the brachia access, the physician was able to bring the guidewire through the lumen of the constrained ipsilateral leg, followed by the 4 mm pta-balloon. The physician inflated the balloon a small portion at a time from the proximal end toward the distal end of the ipsilateral leg. However, approximately 1.5 cm from the distal end, the ipsilateral leg would not open any further. After several attempts at ballooning and also pulling the delivery catheter against the 18 fr sheath, the ipsilateral leg fully opened. The deliver catheter was fully retracted. There appeared to be no damage to the delivery catheter. At this point, since the 18 fr sheath had been inserted for approximately 4 hours in the right femoral artery, the procedure was paused and the 18 fr sheath was removed in order to allow blood perfusion of the right leg for approximately 20 minutes. The 18 fr sheath was reinserted, and angiogram of the renal arteries was performed. It was discovered that the trunk-ipsilateral leg component had moved approximately 2 to 2.5 cm distally. As the infrarenal neck length was sufficient, an aortic extender component was advanced and deployed to obtain proximal seal. Final angiogram showed the perfusion of both renal arteries, a perfused hypogastric artery on the left hand side but no hypogastric artery on the right hand side.